Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose ran in the 200 mg/dl range and 600 mg/dl range. The customer declined troubleshooting for the high blood glucose; she stated that the high blood glucose was caused by her being a brittle diabetic. The customer wanted to have their bolus wizard settings programmed, and she was advised that she would have to refer back to her health care professional for the proper settings. The insulin pump was not returned or replaced.